Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the forceps of the bronchovideoscope could not be inserted smoothly, due to damage on chanel tube(ch-tube). There were no reports of patient involvement.